Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer went to hospital for diabetic ketoacidosis within the past two years. Customer declined 24 hour helpline. Customer also mentioned that he had a high blood glucose of 517 mg/dl because of infusion set fell out and was not hospitalized.